Event description:
It was reported that a cartridge alarm 20 occurred during the load process, causing the customer's blood glucose to display as "high." The customer administered a correction bolus via the pump and an injection to address the high blood glucose level without requiring third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.